Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2009. During scheduled follow-up on (B)(6) 2010, the physician observed an unk signal in the atrial channel in one recorded arrhythmia episode, leading to mode switch (episode dated (B)(6) 2009 - 04:15). The rate of the signal is 8hz, which is suspected to be related to the minute ventilation sensor or external emi. In the same episode, the physician observed a 3s pause, which is unusual in mode switch episodes.

Manufacturer narrative:
On (B)(4) 2010; this event concerns a device that was manufactured and used outside the united states. Analysis is pending.